Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant failure.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned patella shows damage mostly around the edges and cement is adhered in the cement pocket. The lot number is unknown for this device. An evaluation performed by our research lab noted bone cement adhered to the bone-interfacing surface. Bone cement appeared well-fixed to the bone-interfacing surface of the patella and did not dissociate with the application of manual force. The three pegs appeared intact, with no visible damage. Damage was visible on the edge of the component potentially due to contact in vivo. The articular surface of the component exhibited minimal signs of damage, based on visual inspection. Based on the analysis conducted, the cause of the component failure was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.